Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that about 2 weeks prior, the stimulation from the interstim implant started to suddenly irritate the patient¿s nerve in the vaginal area. The patient noted this discomfort was persistent. She stated she changed programs to resolve this issue of discomfort. She reported over the next couple of days, she noticed a return in her symptoms, and noted it was an increase in urinary retention, urinary frequency, and pelvic pain, after switching to another program. She explained that she really noticed these issues on the 2nd, it was "worse" on the 3rd, and today it was "terrible". The patient further reported that she suddenly stopped feeling stimulation today. She indicated that when she tried to adjust the stimulation intensity, and was able to decrease stimulation, but was unable to increase stimulation. The patient mentioned she had tried different programs to see what was most effective. It was further stated that the stimulation was off, and the patient stated she might have turned the ins off by accident by pressing the turn implant off button. The therapy was turned back on and the patient felt stimulation in the correct area. The patient noted she was trying to figure out what the best program was and repeated events that were previously reported at the beginning of the call. She confirmed that she has also not had any falls/traumas. No further complications were reported or are anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID 3889-28 lot# va1qugk implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported that her programs have not been working for her since shortly after the ins was implanted and explained that since "probably the beginning of this year, maybe around (B)(6) or (B)(6). Patient also stated that they had not felt stimulation and added that it's as if some of the electrodes aren't working quite as well and noted that noting that it seems like they have "gone out" which is why she thinks the issue may. Patient further reported that when she changes programs or increases stimulation, she feels slight discomfort that occasionally hurts in the ins area, and says this has been occurring for several months be related to the lead wire and that she also noticed about 3 months ago that she can feel the wires "bulge at the sacrum" when she turns on her side while lying in bed but added that this is because she's lost 60 pounds in the past year, noting that "the wire is in a place where it's more available for trauma. Patient further reported that noting that she's "dribbling quite a bit" after she should be done urinating, and if she pushes more she's able to get more out. Patient stated she tried to increase above 0.8v on program 4 but reports seeing upper limit screen. Patient changed to program 1 and confirmed feeling comfortable stimulation at 2.45v. No trauma or falls reported that could be related to this. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve and patient has an hcp appointment this thursday. No further complications were reported or anticipated.